Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the alarm history did not record a low battery alarm the user received. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 29-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/06/2017 with the following findings: the pump's black box and alarm history showed evidence of low battery warnings. A low battery warning was reproduced during investigation and the pump gave the appropriate alarm. The alleged complaint could not be duplicated.